Manufacturer narrative:
The reported complaint of device losing bluetooth (ble) telemetry post device insertion in the pocket was confirmed. Based on the information provided, it was determined the ble signal attenuation caused the signal quality to move into poor and extremely poor range post insertion. Additionally, user had to trigger multiple device searches and/or multiple magnet placements were required to find the device due to device being out of range or user attempting to search without placing the magnet on the device first.

Event description:
It was reported the device experienced a loss of bluetooth (ble) telemetry during the implant procedure. The device was reinterrogated using ble and implanted successfully. The patient was stable.